Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted 52 months, displayed the elective replacement indicator (eri) on (B)(6) 2008. However, the patient could not hear the emitted tones. At a follow up, it was discovered that eri was reached. At the follow up, the device had a charge time of 25.6 seconds and a monitoring voltage of 2.73 volts. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported in association with the clinical observation. The ICD was successfully replaced and it was believed to be discarded. However at a later date, the device was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.